Manufacturer narrative:
(B)(4) - although this is an out of the box event found during dealers inspection, it could be missed during this inspection, be sold, and it would likely harm a patient using it.

Event description:
(B)(6) - the dealer stated that the seat and lid for the 9630-4 commode seat was was found cracked during an out of the box inspection. No injury was reported.